Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 7.5 months after the dental implant was placed in ada site 4, the implant had not achieved osseointegration in type iii bone. Clinician reports pain while torquing the implant. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 7.5 months after the dental implant was placed in (B)(6) site 4, the implant had not achieved osseointegration in type iii bone. Clinician reports pain while torquing the implant. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)